Event description:
After an implantation time of about 29 months, inappropriate shocks were delivered more than 10 times due to oversensing. The physician confirmed damage of the lead insulation, oversensing due to the lead, threshold increase and increase in the lead impedance. Noise was also observed when the sensing/pacing lead was moved.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal parts were received. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to the damages, the electrical inspection of the lead was limited to the dc resistances of the lead fragments. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.